Manufacturer narrative:
Additional information: d9, h3 plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak during treatment. The pd patient contact reported a fluid leak of from the patient's patient line during the dwell phase of an unknown cycle of treatment. The cause of the leak is unknown. The patient did not receive any cycler warning alarms prior to the observed leak. Upon follow up, the pd patient's contact confirmed fluid was leaking from the patient line of the cassette but was unable to determine exactly where the leak occurred. The fluid leak did not come in contact with the cycler. The patient contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak during treatment. The pd patient contact reported a fluid leak of from the patient's patient line during the dwell phase of an unknown cycle of treatment. The cause of the leak is unknown. The patient did not receive any cycler warning alarms prior to the observed leak. Upon follow up, the pd patient's contact confirmed fluid was leaking from the patient line of the cassette but was unable to determine exactly where the leak occurred. The fluid leak did not come in contact with the cycler. The patient contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was available to return for physical evaluation by the manufacturer.